Event description:
See h10.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Cable was found deteriorated and damaged. Based on the results of the investigation, it is likely that deterioration of the cable surface was caused by crack, damage or deformation of parts. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - facility name: (B)(6) hospital. The device was returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head isolation came loose. The cable sheathing in the area of ¿¿the camera head was pushed together and formed an unsightly fold. There were no reports of patient involvement.